Manufacturer narrative:
Concomitant medical products: product ID 8780, product type: catheter. (B)(4). Analysis of the pump (sn (B)(4)) found no anomalies.

Event description:
Information was received from a healthcare provider via a company representative in regards to a patient who was being treated with compounded baclofen intrathecal (concentration: "500," dose: "125," manufacturer, lot number unknown). The patient's history was requested, but it was unable to be obtained. The patient experienced erratic efficacy of intrathecal baclofen; the patient sometimes experienced being spastic and sometimes not being spastic. The catheter was revised on (B)(6) 2015 due to a lack of efficacy. A kink at the anchor of an 8780 catheter was identified and revised. No diagnostics had been performed, and the intervention/action taken was the decision to revise the system. The patient was doing fine until approximately three weeks after when the patient again experienced a lack of efficacy. Therefore, on (B)(6) 2015, the pump was replaced and kinks on both sides of the anchor was observed and revised. A darcon pouch was also implanted along with the pump. The newly implanted pump was refilled with 20 ml of baclofen and programmed to 125 mcg/day in the simple continuous mode. The patient was alive without injury and it was unknown if the issue had been resolved at the time of this report. Additional information regarding the events was requested, but it was not available at the time of this report. Information was received from a company representative who indicated that in regards to the catheter revision of the kinked 8780 catheter on (B)(6) 2015, this event had not been reported in (B)(6). In regards to the pump replacement on (B)(6) 2015 with kinks at both ends of the anchor, the pump logs were read and nothing unusual appeared in the logs. There were no volume discrepancies observed, and the catheter segment was discarded after explant.